Manufacturer narrative:
(B) (4).device evaluated by manufacturer: the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4)

Event description:
Same case as 2134265-2010-02788. Voluntary medwatch # (B) (4). It was reported via facility medwatch that during a rotational atherectomy, withdrawal difficulties and patient complications occurred. The lesion was located within the severely calcified left circumflex (lcx) coronary artery. Angioplasty was attempted 2-3 weeks prior to this, but they were unable to get an unspecified balloon across the lesion. The wire was the only thing that could cross the lesion. The patient had developed unstable angina and was re-admitted for rotational atherectomy. A .014 pt graphix guidewire was used to cross the lesion. An unsuccessful attempt to cross the lesion with a non-bsc 1.5 x 6mm balloon was made. The pt graphix wire was exchanged out for a floppy rotawire. A 1.25mm rotablator burr was set up and multiple passes were completed at the lesion before the burr finally passed the lesion. At this point the burr, with the rotawire stuck inside it, was unable to be retracted from the lesion at 150,000 rpm¿s or in dynaglide mode. The burr was trapped and after multiple manipulations a dissection was noted in the left main (lm) with major compromise of blood flow of the entire left system. The patient became shocky, and developed chest pain and fibrillated approximately 5 times. An intra aortic balloon pump (iabp) was placed into the left groin without any complications. There also appeared to be a contained dissection in the ascending aorta just distal to the annulus. A cardiovascular surgeon was consulted at this time and the or was preparing a room for surgery. The patient¿s pressure was unstable and was intubated at this time. In order to stabilize the patient, an unknown 2.5 x 15mm balloon catheter was placed across the lm in the left anterior descending (lad) coronary artery and inflated, somewhat restoring flow. It was then decided to implant a stent. A 3.5mm promus stent was attempted, but would not pass through the layer of catheter and guide catheter and rotablator catheter. Then a non-bsc 2.25 x18mm stent crossed and was implanted into the distal lm/proximal lad at 18 atms. Post dilatation was performed with a non-bsc 3.5 x 20mm balloon catheter. Timi 3 flow was restored to the lad and lm and first obtuse marginal (om). The only area that was not receiving blood flow was the area that was being blocked by the trapped rotablator burr. The patient became stabilized with a blood pressure of 119/69mmhg and was prepared for transfer to surgery. Emergency bypass was performed. After completing the saphenous vein graft (svg) to the lad, svg to the intermediate ramus and the svg to the om, the removal of the stuck burr and wire was performed. This required ¿fairly vigorous pulling¿, with no complications. The patient tolerated the procedure well and was stable. The patient has been discharged from the hospital.